Manufacturer narrative:
Follow-up #1: date of submission 03/21/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 03/11/2016 with the following findings: a review of the black box data showed no evidence of a cs 162 call service alarm. The pump was returned with a cs069 alarm issue. Further testing was not able to be performed due to a recurring cs 069 alarm. The pump was opened and no defect was found to internal components. The complaint of a loss of prime issue was not able to be adequately investigated due to the cs 069 alarm failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump emitted a cs 069 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.